Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she needed help finishing the priming process. Her blood glucose was 500 mg/dl. The customer was assisted with doing so. She doesn't want to troubleshoot for her high blood glucose and has not treated yet but stated that she is about to treat with the pump. The insulin pump will not be returning for analysis.